Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted no blood and contrast visible. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. Analysis confirmed the reported guide wire separation as the core including the tip was separated, 21.5 cm distal to the proximal solder. The separated portion was not returned. Scanning electron microscopy (sem) analysis of the guide wire suggested that the failure of the core may be attributed to dimple rupture, ductile overload. The coil failures exhibited swirled dimples torsional overload. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Additionally, in certain circumstances such as a wire being over pulled or over torqued, manipulation through tortuous and/or tight lesions can create the required forces to damage the wire as described. In this case, the vessel was described as normal. Analysis also noted the intermediate coils completely stretched out which is likely the result of the reported guide wire separation as no damage was reported during inspection prior to use. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record was reviewed and there were no non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. Based on the sem analysis result, indicating a ductile overload, the reported guide wire separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the proximal right coronary artery, the balance middleweight guide wire was advanced and direct stenting was performed using a multilink vision 4.0 x 28 stent system. After removal of the stent system and the guide wire from the anatomy, it was noted that the distal tip of the guide wire was detached. Reportedly, there was no resistance during advancement/removal of the guide wire or the stent system. The tip of the guide wire was surgically removed and the patient's condition is reported as good. No additonal information was provided.